Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to powering off without user input. Service evaluation verified the device powering off and the cause was identified to be a failing rear case. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. There was no patient involvement. No additional information is available.